Event description:
The associated ventricular lead was implanted in the 1990s. Reportedly, during the follow-up performed on (B)(6) 2019, a warning stating that the lead impedance was below 200 ohms was observed. Lead impedance tests performed during the follow-up confirmed measurements below 200 ohms. The lead impedance curve displayed low measurements, however not below 200 ohms. The ventricular threshold was measured at 1.0 v. The magnet rate and battery impedance were displayed, however the estimated residual longevity was not displayed. The patient is pacemaker dependent. Preliminary analysis revealed the low lead impedance measurements most probably resulted from a ventricular lead issue. The subject pacemaker behaved as specified.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The associated ventricular lead was implanted in the 1990s. Reportedly, during the follow-up performed on (B)(6) 2019, a warning stating that the lead impedance was below 200 ohms was observed. Lead impedance tests performed during the follow-up confirmed measurements below 200 ohms. The lead impedance curve displayed low measurements, however not below 200 ohms. The ventricular threshold was measured at 1.0 v. The magnet rate and battery impedance were displayed, however the estimated residual longevity was not displayed. The patient is pacemaker dependent. Preliminary analysis revealed the low lead impedance measurements most probably resulted from a ventricular lead issue. The subject pacemaker behaved as specified.